Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was fluid reported at the connections, which is known to cause this alarm. The connection point was not specified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that "the white clamp bag was damp at the connections, and there was fluid on the table and/or floor." The exact location of the leak was not specified. Renal therapy services (rts) explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.